Event description:
Malfunction: incorrect size cannula inside package. No pt injury. The customer reported that two packages from the same lot contained 23 gauge cannulas instead of the labeled 25 gauge cannula component. This problem was found during set-up and before the case was started. The facility staff opened two other packages to complete the case. There were no injuries.

Manufacturer narrative:
Six sealed 25 gauge total plus parks from lot 9033146x were returned for eval. Two 23 gauge infusion-irrigation lines were also returned. One infusion-irrigation cannula had a broken luer connector. The cannulas on the two opened infusion-irrigation lines were measured and were confirmed to be within specs for a 23 gauge cannula. The six sealed total plus paks were opened and the cannulas were measured. All six cannulas met specs for a 25 gauge cannula. The customer reported issue was confirmed for the two opened products, but was not confirmed for the sealed products returned from the same lot. The root cause of the reported issue could not be determined at this time. A review of complaints for the last 24 months did not indicate any add'l related complaints for this product lot. (B) (4). (B) (4). (B) (4).